Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h1-- corrected from "malfunction" to "serious injury". The device was returned to the factory for evaluation on 07/07/2023. An investigation was conducted on on 07/18/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The delivery device was returned outside the loading device. The blue slide lock was observed to be off and the white plunger was not depressed. The seal and tension spring assembly were not returned for evaluation. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.22 inches. The length of the delivery tube was measured at 2.52 inches ((B)(4)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000261689 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(6) and (B)(6) (same patient). The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) was loaded, but here the seal was not released inside the aorta, but only went when the insertion aid was withdrawn from the aortotomy. Replacement device was used to complete the procedure.